Event description:
The customer contact reported particulate. At 0800, an infusion of naloxone and normal saline was initiated. One hour later, the pt notified the healthcare provider that an unspecified particulate was, "in the line of dial-a-flo." The set was removed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Section d8 and d9: documentation rec'd from the international contact indicate that info on reprocessing of the device was unknown. This report represents all the info known by the reporter upon query by hospira personnel.